Event description:
Over lay mattress on bed for skin protection. Pt alert and oriented. All side rails up. Pt immobile and on bedrest due to severe ischemic cardiomyopathy. 9/26-pt found on floor with a fractured right hip which required surgical repair and a laceration behind his right ear which required suturing. Investigation revealed that mattress raises pt almost flush with top of side rails.